Event description:
A Replace sensor error message was reported with the Abbott Diabetes Care (ADC) device and the customer was unable to obtain glucose readings. The customer experienced weakness, confusion, a loss of consciousness. A non-healthcare professional (non-HCP) had contact with emergency medical services and non-HCP administered glucagon injection to the customer which was suggested by healthcare professional (HCP) for treatment. After regaining consciousness the customer self-treated with fruit juice, sugar cubes, and honey for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of Event is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.